Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that the patient had their previous implantable neurostimulator (ins) replaced. The manufacturer representative stated that this was due to the patient not feeling stimulation. It was noted that the issue occurred in (B)(6) 2017. No further complications were reported or anticipated. Indications for use are spinal pain or failed back surgery syndrome.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-45, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient will have to a lead replacement to resolve the micro fractures. This was confirmed with physician. No further information was reported.

Manufacturer narrative:
The returned ins (product ID# 37714, sn: (B)(4)) passed all functional testing in the laboratory. No anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: neu_ins_plug_acc, lot# unknown, product type: accessory; product ID: neu_ unknown_lead, serial# unknown, product type: lead. Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient first started the notice the loss of stimulation a couple months ago. The cause of the loss of stimulation was due to microfractures in the lead over normal use. The battery had depleted normally and the patient had not had surgery for the lead replacement yet. This information was confirmed with the physician. No further information was reported.